Event description:
A postoperative patient receiving dilaudid via pca pump suffered a respiratory arrest and coded. Post code-blue the patient required intubation and mechanical ventilation for 24 hours. The pca pump was set correctly to deliver 0.1ml every six minutes prn with no basal rate. The entire dose was delivered within a 30 minute time period. The pca pump was rechecked by the rn and the physician and found to be programmed correctly to deliver the prescribed dose of dilaudid. The tubing and pca pump involved in the incident were tested by the biomedical engineer. The pump was set at a basal rate of 0.0 and the pump delivered 58 mls in 60 minutes at which point the pump was then turned off and continued to deliver fluid. The tubing was tested on two separate pca pumps and no issues were identified with the tubing. The biomedical engineer tested the pump and tried to repeat the failure in the pump. The pump was tested with the old tubing and new tubing and they were unable to duplicate the failure. The pump was run through the recertification program at the beginning of the process the program checks the door closure sensors and one or both of them failed. The pump was visually compared to other pumps and it appears that the symmetry of the door was off. It is unclear why the shape of the door did not match the other pumps. It is unclear from the internal investigation whether the free flow was caused by the symmetry of the door, the inner workings of the pump, or some other failure of the device. [See scanned pages]